Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system during patient treatment of the left great saphenous vein (gsv) (B)(6) 2024. The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was not utilized. Local anesthesia was used. No compression was used. The procedure was completed normally without any problems and the vein is reported to have closed. Post-op, the patient experienced a reaction and had an itchy and painful red welt running down their leg. The reaction came out 2-3 days after the procedure and lasted for about a week. Nimesulid medication was prescribed to treat this reaction and the issue is still present.